Event description:
A (B)(6) male patient's mother contacted zoll customer support to report that the patient's battery connector had "melted" and the charger showed discoloration at the battery port. There was also a burning smell. The patient was issued a replacement battery pack and charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (discoloration at battery port/ burning smell) has been confirmed. Upon evaluation, there was thermal damage to the battery board. The cause of the thermal damage is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery connector "melted"/ burning smell) has been confirmed. Upon evaluation, the battery pack connector was found to be charred. The root cause of the charred connector is likely liquid contamination. The source of the contamination is likely the contaminated charger/modem. No adverse event resulted from contaminated charger/modem and battery pack. The patient received a replacement battery pack and charger/modem. Device manufacture date: charger/modem: 07/2010. Battery pack: 08/2011.